Manufacturer narrative:
The patient's lifevest was not returned for evaluation. The monitor and electrode belt have not been recovered from the field. There is no download data available surrounding the death. The device flag data from the last download ((B)(6) 2015) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download.

Event description:
A us distributor contacted zoll on (B)(6) 2016 to report that a patient passed away on (B)(6) 2015. Though not wearing the lifevest at the time of death, the patient was reportedly previously hospitalized on (B)(6) 2015 due to the lifevest reportedly causing internal bleeding. The patient was on blood thinners at the time. The cavity where the patient's pacemaker used to be was filled with blood causing an embolism. The patient was discharged from the hospital on (B)(6) 2015 and refused to wear the lifevest. At a doctor's appointment on (B)(6) 2015, the patient's physician re-iterated the risks of not wearing the lifevest. The patient's daughter found the patient deceased in her home on (B)(6) 2016, not wearing the lifevest. The patient's death was ruled as natural causes.